Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed power loss alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 202 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pump. The insulin pump will be returned for analysis.